Event description:
Additional information received reported the health care provider had asked a generalized question without giving details on the patients. It was then reported the issue involved four pump patients. It was again noted the hcp had ¿generally¿ asked the question in regards to a patient. Specifics and/or answers were not available. It was then reported the health care provider (hcp) was ¿just curious¿ if there was any correlation of pumps/arachnoiditis and was not having issues with the pumps. The hcp would not provide any further specific information.

Event description:
It was reported that a health care provider was concerned about ¿several¿ patients that had pumps that have developed arachnoiditis. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).